Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center¿s electrical connectors were noted to be broken prior to an unspecified diagnostic procedure. When a scope was plugged into the video system center, an error b30 contact olympus was displayed. The unit was completely powered down and the scope was changed out, however, the error persisted. When looking into the camera slot, a black connector hanging down. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
(Medical device problem code: adding break) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was also found that the scope did not produce an image due to a loose scope socket. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the loose scope connector socket and printed circuit board failure led to the malfunction. Olympus will continue to monitor field performance for this device.